Event description:
The complaintant reported that a vaxcel pasvv PICC had been therapeutically placed in a patient in 2006. During flushing of the device on 6 april 2006 a leak distal to the suture was observed. The device was explanted and a replacmeent devcie was successfully implanted. No sequellae was identified by the complaintant as a result of the reported problem.